Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect and an increase in baseline pain following exposure to a security gate at (B)(6). Stimulation used to extend all the way down to the pt's foot on her right leg. The pt's physician also wanted to see if stimulation could cover the left leg and foot as well, even though the system was not initially implanted to cover that area. The neurostimulator was turned off at the time of exposure. The pt traveled frequently and had been exposed to security gates many times. Additional info has been requested but was not available as of the date of this report.